Event description:
The recipient's parents came to the clinic reporting that the child experienced a trauma at the implant site following an accident and the device was exposed. The wound is currently in the healing process. The recipient has been explanted. Re-implantation is considered at a later date.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The recipient's parents came to the clinic reporting that the child experienced a trauma at the implant site following an accident. The wound is currently in the healing process.the recipient has been explanted. Re-implantation is considered at a later date.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.